Event description:
It was reported that during placement of the lead, the stylet perforated the lead tip. The lead perforation was visible on fluoroscopy, and a tamponade occurred. The blood from the pericardium was drained out, and a new lead was placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the distal end of the lead was damaged with a sharp object. This damage could not explain the complaint, and was not material or production related. No perforating hole could be found on the lead body or in the tip electrode.